Manufacturer narrative:
Device powered up after battery installation. No blank display noted however, the device was received with missing segments and a partial display with horizontal black lines due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly. Device was also received with minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump had partial and blank display. The blood glucose level was at 240 mg/dl the time of incident. Customer stated that son putted a new battery in it and it will turn gray with black lines, horizontally and vertically. Customer stated that the insulin pump was not exposed to moisture. Customer states the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Display did turn on but only had lines going though screen not the actually screen menu . The insulin pump will be returned for analysis.